Event description:
It was reported that, post-operatively while shutting down the system, the arm kept freezing while being moved or touched. Unplugging and re-plugging the arm, followed by re-calibrating the arm, resolved the issue. There was no patient involvement.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service report and the device data logs. Review of the field service report noted several error codes: 'motor state mismatch', 'brake state measured and commanded mismatch', 'redundant position sensing check at robotic arm joint 2 (ra_j2))' and 'ra_j2 encoder redundancy'. The jps brooming script on ra_j2 was deployed and aca calibration was successful evaluation of the device data logs indicate that the arm experienced a failure of the robotic arm joint 2 potentiometer redundancy check. This placed the arm into a hard stop state, and necessitates an arm restart. The logs do not show any other issues that would cause the arm to freeze during manual control (i.e. Faulty buttons, pinch sensor, etc). Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. However, the most likely cause could be traced to a robotic arm setup arm (rasa) potentiometer measurement mismatch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post-operatively while shutting down the system, the arm kept freezing while being moved or touched. Unplugging and re-plugging the arm, followed by re-calibrating the arm, resolved the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that the joint position sensor (jps) brooming script was deployed on robotic arm joint 2 (ra_j2) and the aca calibration was successful. Evaluation of the device data indicates that the aca experienced a failure of the robotic arm joint 2 potentiometer redundancy check. This placed the aca into a hard stop state, and necessitated an aca restart. Evaluation of the arm cart assembly confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to a component issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made more likely to occur by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post-operatively while shutting down the system, the arm kept freezing while being moved or touched. Unplugging and re-plugging the arm, followed by re-calibrating the arm, resolved the issue. There was no patient involvement.